Manufacturer narrative:
Device used for treatment and not diagnosis. The lot number was not available for a thorough evaluation. Previous records indicate that (B)(4) manufactures the alif trial spacer, part number 389.061. The complaint condition is due to an unknown cause. The tip of the threaded portion of the spindle assembly for trial spacer handle broke off in the alif trial spacer. The part exhibits dings and marks on the convex surface edges, near the m4x0.7-6h threaded hole. Based on the evaluation and inspection of the part, the reported failure is not associated with the manufacturing processes at (B)(4). The internal spindle broke when the surgeon applied excessive force per the complaint description. The breakage appears to have occurred from a bending force when the trial spacer was not fully tightened prior to insertion. All but approximately 1 thread is remaining on the threaded spindle. If there is toggle between the spacer and the handle assembly, this is a possible failure mode. The design risk assessment is adequate for the intended use.

Event description:
A report was received regarding an alif procedure, 360 degree anterior then posterior, at levels 4-5, 5-1. The surgeon inserted the trial spacer into the patient, using extreme force. As a result, the alif trial spacer handle broke off into the trial spacer, and remained stuck inside the trial spacer. The surgeon was reportedly at the correct height so he retrieved the trial spacer with the broken part in it. The surgeon then placed the final implant inside the patient. The procedure was delayed approximately one minute. This is report #1 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. A review of the device history record was requested however, the lot number was not identifiable therefore, no DHR review was possible. The subject device has been received and is currently in the evaluation process.